Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pterygium excision and limbal stem cell transplantation in the left eye, when the 10-0 suture was used to suture the conjunctival graft patch, the suture had thread breakage frequently. This results in increased surgical time of less than 10 minutes. It was noted that there was no alternative suture, continued to use the current suture. Immediately after the procedure, it was noted that too many knots caused discomfort in the patient's eye after the surgery. To resolve the issue, the surgeon re-operated and used a new suture.

Event description:
According to the reporter, during a pterygium excision and limbal stem cell transplantation in the left eye, when the 10-0 suture was used to suture the conjunctival graft patch, the suture had thread breakage frequently. This results in increased surgical time of less than 10 minutes. It was noted that there was no alternative suture, continued to use the current suture. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.